Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, during insertion of the valve a strut bent backwards and was visualized in the descending aorta. The valve was deployed in the native annulus and the valve performed as expected. The patient was stable. There was no patient harm associated with this reported event.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, during insertion of the valve a strut bent backwards and was visualized in the descending aorta. The valve was deployed in the native annulus and the valve performed as expected. The patient was stable. There was no patient harm associated with this reported event.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the engineering evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: calcification and tortuosity were observed in the patient's access vessels (right side) and one (1) strut was bent outwardly at the inflow. During manufacturing of the sapien 3 ultra valve, the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. These inspections and testing performed during the manufacturing process and tests support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery. No manufacturing non-conformance were identified. Review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. In this case, ''during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, during insertion of the valve a strut (inflow) bent backwards and was visualized in the descending aorta''. Per training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Per imaging evaluation, the patient's right access vessel had presence of calcification and tortuosity. Additionally, per the case note the patient had iliac stents. Access vessel characteristics such as calcification, tortuosity and pre-stent can create a challenging pathway for delivery system insertion/advancement through the sheath, and it led to high resistance and push force. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in valve bent strut. These patients and/or procedural factors mentioned above, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such available information suggests patient factor (calcification, tortuosity, pre-existing stents) and/or procedural factor (excessive device manipulation, high push force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged. The valve from this complaint event was manufactured prior to implementation of corrective action. No further actions are required at this time.